Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 5.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a laparoscopic appendectomy, the device cut but did not staple properly and the staple line was bleeding. Used clips and surgicel to stop the bleeding and the case was completed. There was no pt consequence.